Event description:
It was reported that the event occurred during pretest. The balloon wedge would not inflate and as a result, it was not used. A second kit was opened. Pretested and inserted without incident. No report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.